Event description:
I have an empatica embrace2 seizure detection watch which sends alerts (via an app on my phone) to designated contacts if it detects a seizure may be happening. There is a 15 second timeframe for me to cancel the alert being sent from my phone if its s 'false alarm'. On (B)(6) 2024, at 17:30, it detected a possible seizure and the app message appeared on my phone as alert sent to my contact however my contact didn't receive the alert until 17:57. In this instance it was a false alarm that I didn't manage to cancel in the 15 second window and hence alert sent message. After the 15 second window it gives the option to send an sms to let the contact know that I'm okay which I immediately selected at 17:30 but this message was also not received by my contact until 17:57. I was lucky in this instance that I was not having a seizure however the watch did not work as intended and failed to message my contact until 30mins after the seizure was detected. Had this been an actual seizure the impact could have been very severe.